Manufacturer narrative:
No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging device being used for a functional endoscopic sinus surgery (fess) procedure. The issue was noted intra-perioperatively during registration and had no impact on patient outcome. The delay in surgery was 15 minutes. It was reported that the patient tracker and instrument tracker were not tracking in the software. The patient tracker did at one point but ended up showing red in the tracking view. They were green on the axiem box. They ended up not using navigation for the case.

Manufacturer narrative:
The system checkout was completed with no findings per work order wo00506944 . The representative was able to successfully register a test mannequin head multiple times. The reported issue was believed to be due to metal in and around the surgical field causing interference. If information is provided in the future, a supplemental report will be issued.